Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced of dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 10cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced of dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.